Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind. Problem isolated to the interface board. The pump had cracked case at the display window corner, cracked reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.